Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This MDR is associated with MDR 3005168196-2014-00614. Hospital discarded the device.

Manufacturer narrative:
No further information is available and the manufacturer is closing its file.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using a penumbra coil 400. During the procedure, as the physician advanced a neuron max to the ica, the patient experienced an occluding vasospasm. A rinsing solution of nimodipine (2 mg) was administered and the vascular spasm improved. The physician experienced resistance while detaching the last coil 400. The coil unintentionally detached before being completely placed in the aneurysm. The physician used two stents to fix the coil to the vessel wall and reduce the risk of thromboembolism. There was regular perfusion of the internal carotid artery and the middle and anterior cerebral arteries. There was no indication of perfusion deficit in the final angiography, which shows all the blood vessel areas of the left internal carotid artery as regular. Following the procedure, the patient experienced speech disturbance, numbness in the right hand, and a slight facial palsy. The event was moderate in severity, with a probable relationship to the penumbra coil 400, probable relationship to the angiographic procedure and unrelated to the disease state. The symptoms improved later that day but did not resolve completely. However, the physician noted that the patient returned to baseline state 48 hours after intervention.

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.